Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that the ias died in the middle of the hallway. They were in lift and shift when it happened. The system said it was charging but it wouldn't turn on. There was no patient involved.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. It was found that the system was bumped on the side while in lift and shift and the ias wasn't turning on. Voltage was measured. It was found that j-3 on the motor control board was off. The issue was corrected. The system then passed the system checkout and functioned correctly. Product analysis #704200449:2021-02-15 15:03:33 cst webmremotews sfdcmnav product analysis task update work order name : wo00814141 analysis summary text : action/resolution: technician explained the system was bumped on the side while in lift and shift. Ias not turning on. Found 96v present from switch, to the key switch and up to the power switching board. Did not have 24volts clean or dirt on the power switching board. Could not verify signals from power switching board to the system control board. I ordered both boards. Found that neither board was the cause of the issue. I found j-3 on the motor control board was completely off. After correcting the j-3 issue I could turn the system on and the system functioned correctly. Verified system operation cable grade: a contact: dustin harris demo/eval unit: false imaging modalities p/f: pass inspection and operational tests p/f: pass mechanical inspection p/f: pass record type: o1 system checkout (closed) status: completed does the system perform as intended?: yes were hardware parts replaced?: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.